Event description:
4 years after implant of a 23mm sapien valve, the patient presented with symptoms of severe sob with minimal exertion. Tee showed extensive mac, mod mr, mod tr, mod lvh and severe ai. The patient underwent re-intervention with another 23mm sapien.

Manufacturer narrative:
Despite multiple attempts, no additional information was able to be obtained. The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. According to the valve academic research consortium (varc), valve regurgitation can result from a number of factors, including, but not limited to pannus, calcification, support structure deformation (out-of-round configuration), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, the cause of the central aortic insufficiency (cai) is unknown; however, it occurred 4 years after implantation. There are multiple potential contributing factors, including worsening of patient¿s disease process, and the patient¿s co-morbidities (heart disease, htn, and obesity). The patient does have moderate disease in her other valves (mitral and tricuspid). Other factors cannot be commented pon with the information available. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is ongoing.

Event description:
4 years after implant of a 23mm sapien valve, the patient presented with symptoms of severe sob with minimal exertion. Tee showed extensive mac, mod mr, mod tr, mod lvh and severe ai. The patient underwent re-intervention with another 23mm sapien.